Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several bent stent struts on the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 28-april-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was then completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.